Event description:
It was reported that the system intermittently stopped fluoroing during a shot. This could cause the system to become intermittently unusable to the intermittent loss of live imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.